Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed, denovo target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 6.0 x 40/135 sterling balloon catheter was advanced to the lesion for predilation. The balloon was inflated twice to 14atms and upon the third inflation to 14atms the balloon ruptured after 15 seconds. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is good.